Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is a malpositioned implant breaching the neuroforamen.

Event description:
In (B)(6) 2016, the patient underwent a left side si joint arthrodesis where three implants were placed. The patient complained of sharp pain following the surgery. The surgeon determined that the superior implant had breached the neuroforamen. Several hours after the initial surgery, the surgeon performed a revision surgery where he removed the breaching implant and replaced it with a shorter implant in a different position. The patient's pain symptoms resolved following the revision surgery and was "doing very well."